Manufacturer narrative:
(B)(4). D10 - medical product: nexgen articular surface catalog # 00596403210 lot # 64377370. Nexgen femoral component catalog # 00596401552 lot # 64067147. Nexgen all poly petella catalog # 00597206529 lot # 64315704. Gentamicin bone cement catalog # 9056064 lot # 3095-040. G2: united kingdom. H3: customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565-2024-00972, 3007963827-2024-00078. 0002648920-2024-00078 h3 other text : remains implanted.

Event description:
It was reported patient is experiencing unknown issue post implantation. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h1, h2, h3, h6, h11. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.